Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode in which they hit their head. Technical services (ts) referred the patient to their physician. Additional information was received that the s-ICD was explanted and returned. Upon further review the s-ICD system had been previously programmed off prior to being explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode in which they hit their head. Technical services (ts) referred the patient to their physician. Additional information was received that the s-ICD was explanted and returned. Upon further review the s-ICD system had been previously programmed off prior to being explanted. No additional adverse patient effects were reported.